Event description:
We had 6 leaking cadds. The IV room technician noticed the leaking during preparation. Leaking cadds did not reach a patient. 100 ml cadd ref: 21-7302-24, manufacturer smiths medical asd, inc. Lot number 4013377, exp: 2025-07- 23 and 4037753, exp: 2025-08-18. FDA safety report ID # (B)(4).